Event description:
Customer reported system will shut down by itself. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep tightened the connections for the ac power cord as a preventative measure. System operates as intended.